Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 3. It was reported that when the bd vacutainer® eclipse¿ blood collection needle was in process of being removed, the safety was unintentionally knocked out of place by the patient and staff could not activate the safety and was stuck by the needle. Staff member followed standard needlestick protocol per facility. It is unspecified if medical intervention or treatment took place.